Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/13/2010, 09/15/2010, 09/30/2010, and 10/06/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
An operating room manager reported an intraocular lens (iol) was exchanged for a different power lens. Add'l info has been requested.